Event description:
The femoral component was mislabeled as an 8mm poly insert. The label contained the correct serial number. The correct component was provided. All other components in the kit were correctly labeled. The surgery was completed successfully.

Manufacturer narrative:
The femoral component was mislabeled as an 8mm poly insert. The label contained the correct serial number. The correct component was provided. All other components in the kit were correctly labeled. The surgery was completed successfully. Review of retained labels in the device history records confirmed the error.